Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced review for the potential root cause of the issue associated with this event has been performed by an isi failure analysis engineer (fae). Per the fae, infrequent cleaning of the jaws could be a potential cause for the issue with the fenestrated bipolar forceps instrument, as cleaning can prevent the tissue from sticking. High generator setting could also be a potential cause of this issue. The user manual for the da vinci xi instruments and accessories contains the following instructions to minimize the risks associated with contaminated instrument jaws and high generator settings: to clean an instrument intraoperatively, remove the instrument from the system, and wipe the instrument tip with moist sterile gauze. Select energy settings as low as possible to achieve desired surgical effect. This is considered a reportable event due to the following conclusion: approximately 5 hours after the start of a davinci-assisted total colectomy procedure, the patient's tissue began to stick to the vessel sealer extend and fenestrated bipolar forceps instruments, causing the mesenteric tissue to tear and bleed. The significance of the damaged tissue and the extent and severity of the reported bleeding are currently unknown; however, this will be reported as an adverse event and malfunction.

Event description:
It was reported that approximately 5 hours after the start of a davinci-assisted total colectomy procedure, the patient's tissue began to stick to the vessel sealer extend and the fenestrated bipolar forceps instruments, causing the mesenteric tissue to tear and bleed. Please refer to the record with patient identifier( B)(6) for the investigation regarding the vessel sealer extend instrument. Intuitive surgical, inc (isi) followed up with the site, and the following additional information was obtained: per the surgeon, the fenestrated bipolar forceps was opened and used to complete the procedure, as the significant sticking of tissue on the vessel sealer extend instrument caused an impairment of the instrument's functionality. Reportedly, both the vessel sealer extend and the fenestrated bipolar forceps instruments damaged the patient's tissue. The extent of the damage caused specifically by the fenestrated bipolar forceps instrument is unclear, but tears in the tissue, bleeding, and a 30-minute delay were reported. No additional surgical intervention was required to repair the tears in the tissue, and no tissue was removed unexpectedly. The site also stated that no additional, unexpected bleeding occurred. Per the site, the tissue was not under tension during this process, nor had it been exposed to chemotherapy or radiation prior to the procedure. None of the vessels involved were larger than 7mm, nor did they have calcifications. The jaws of the instrument had not been in contact with a clip, suture, staple, or other metal object when the issue occurred. No fragments fell into the patient. Both instruments were inspected before use, and there was no damage noted. The fenestrated bipolar forceps instrument was reprocessed and has been used in subsequent procedures. Per the site, the patient did not experience any post-operative complications. His relevant medical history includes a proctocolectomy. The site also provided the patient's age, gender, and weight.